Event description:
It was reported that the touchscreen of the pump was unresponsive, preventing the customer from interacting with the screen. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. No additional information was received regarding the outcome of the event.